Event description:
The patient called to report that pt used the suspect device to check pt's blood glucose and pt obtained a result of 334mg/dl. Pt then took pt's evening meds and passed out. Emt's were called and they used their meter to check pt's blood glucose at 25mg/dl. The emt's administered an IV and pt refused transportation to the hospital. Pt later ate and threw up. Family member took pt to the ER and pt's blood glucose was 50mg/dl on an ER meter compared to 90mg/dl on the suspect device. The hospital gave pt food. Glucose control solutions were not run on the test strips used during the incident. The test strips are no longer available. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.